Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the event took place during the intellicart trial at (B)(6) hospital center and it occurred after surgery was completed. The circulating nurse for the case removed the used manifold from the intellicart very rapidly, this combined with fluids leaking out of the bottom of the used manifold and striking the reservoir flap as it was closing caused these fluids to be shot into the air and in turn landed on her surgical gown. The event did not involve a patient, only a staff member at the account and no physical contamination was reported.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (On initial medwatch the date should have been reported as (B)(6) 2017). No device history review for the intellicart system could be performed since there was no serial number was provided when the customer initially reported the event and no serial number was acquired during follow-up on the device. It was reported that the circulating nurse for a case removed a used manifold from the intellicart system very rapidly. Fluid leaked out the bottom of the used manifold, striking the reservoir flap as it was closing and caused the fluid from the manifold to land on her surgical gown. Multiple attempts were made to contact the reporter about the reported event, but the reporter did not respond. The device was not inspected by a zimmer representative and the intellicart system was not returned to a zimmer facility for evaluation. Therefore, no inspection or evaluation was performed with the device. Based on the information provided, a specific root cause of the customer flicking biofluid from the manifold onto themselves cannot be determined since a zimmer representative was able to inspect the device for the reported issue and the device was not returned to a zimmer facility for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Product evaluated by external contractor.